Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record (DHR) of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The most probable root cause for the reported condition can be associated, but are not limited to misuse. However, this cannot be confirmed since the unit was returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the device was in use the plastic part that coats the product deteriorated over the incision. This issue happened twice.

Event description:
It was reported that when the device was in use the plastic part that coats the product deteriorated over the incision. This issue happened twice.